Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr. The customer stated results were not reported out so there was no report of patient impact. Assays used: plesio and vibrio the following information was provided by the initial reporter: " max xebp gave false positives on plesio and vibrio"

Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on bd max extended enteric bacterial panel for plesio and vibrio. Field service was dispatched. Field service renormalized both reader. Instrument was returned to the customer functional. No parts were replaced nor returned to bd for investigation. The complaint is confirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr. The customer stated results were not reported out so there was no report of patient impact. Assays used: plesio and vibrio. The following information was provided by the initial reporter: "max xebp gave false positives on plesio and vibrio".